Manufacturer narrative:
On 2-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Additionally, the full UDI has now been populated under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient with past medical history which includes lbbb (left bundle branch block) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf and the patient experienced heart block that required pacemaker insertion. The patient had transient heart block during a premature ventricular contraction (pvc) ablation. While ablating "down by the atrioventricular (av) node", the electrocardiogram (ECG) tracing showed heart block. Ngen generator settings were set at 30 watts. No impedance fluctuation was noted. The physician stated that the catheter must have "bumped" the av node. Immediate temporary pacing was started. After about 20 minutes of pacing the patients normal heart rate returned. The patient was stable and a permanent pacemaker was being implanted at the end of the procedure. Patient fully recovered and did not require extended hospitalization. The physician's opinion on the cause of the adverse event is that it was procedure/patient condition related. The physician did not feel bwi products were the cause.

Manufacturer narrative:
It was reported that a patient with past medical history which includes lbbb (left bundle branch block) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf and the patient experienced heart block that required pacemaker insertion. The patient had transient heart block during a premature ventricular contraction (pvc) ablation. While ablating "down by the atrioventricular (av) node", the electrocardiogram (ECG) tracing showed heart block. Ngen generator settings were set at 30 watts. No impedance fluctuation was noted. The physician stated that the catheter must have "bumped" the av node. Immediate temporary pacing was started. After about 20 minutes of pacing the patients normal heart rate returned. The patient was stable and a permanent pacemaker was being implanted at the end of the procedure. Patient fully recovered and did not require extended hospitalization. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event is that it was related to the procedure/patient condition. The physician did not feel bwi products were the cause. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).